Manufacturer narrative:
D4: serial number and UDI: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a rattling noise in the heartmate mobile power unit (mpu) was confirmed during evaluation of the returned mpu. The mpu, serial number (B)(6), was evaluated at the european distribution center (edc) on 08apr2025. The unit was shaken, and a rattling sound was reproduced. The patient cable was also observed to be loose. The mpu was opened, and one of the mpu patient bracketing nuts was revealed to be detached and loose inside the mpu. A manufacturing analysis task was opened to further investigate a loose patient cable bracket nut in the mpu. The root cause was found to be an error made during the final inspection process of manufacturing. An awareness training was performed to review the event. Incidental findings: loose ac power cord connector. The device history records were reviewed and the records reveal that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 22mar2024. The heartmate 3 instruction for use was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, instructs the user how to care for and clean all equipment, including the mobile power unit (mpu). The heartmate 3 instruction for use, section e, entitled ¿safety checklist¿, instructs the user to inspect the mpu for damage. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a rattling noise coming from inside the mobile power unit.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.